Event description:
Initial diagnosis: stenosis, "scholeosis" it was reported that patient underwent a posterior fusion at l3-t10 on (B)(6) 2011 using rhbmp-2/acs. It is reported that there was wide decompression at l2-l3. Fixation at t10-s1 was removed and replaced w/ illiac fixation and "allograph," "autograph," bmp, and local bone was utilized. It is reported that post-op, patient developed an infection. It is reported that surgeon feels infection caused by other medical conditions. No further information is reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.